Event description:
Clinical study. It was reported that 1,601 days after a coronary drug eluting stenting treatment procedure, the pt expired. Target lesion 1 (20mm long) was located in the proximal left circumflex (prox cx) with 80% stenosis and a 3.0mm reference vessel diameter. The lesion calcification and tortuosity is unknown at this time. The target lesion 1 was treated with pre-dilatation and placement of a 3.00mm x 24mm study stent. Residual stenosis was 0%. A non-target lesion (15mm long) in the proximal left anterior descending artery (prox lad) was treated with a non boston scientific stent during the index procedure. The pt was discharged the next day with prescribed doses of aspirin and plavix. One thousand six hundred and one days post coronary index procedure, during the pt f/u, it was reported that the pt expired at a rehabilitation facility. The cause of death was reported as cardio/respiratory arrest. In the opinion of the physician, the relationship of the study device is unknown. It is also unknown if an autopsy was performed. Medical records have been requested by the facility.

Manufacturer narrative:
Device evaluation: the stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.